Event description:
It was reported that the implant buckled on insertion during a bunion repair. Surgeon was able to remove only 1/2 of the broken pin. He then used a different implant next to the original to complete the case. F/u with the surgical facility provided the pt age and gender. No further info was available. The surgical facility directed further questions to the surgeon's office. No further pt info was provided in response to f/u communication with the surgeon's office. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation; the complainant's event was confirmed. Visual inspection of the device revealed the pin was broken at approximately 25mm. The broken end showed signs of torsional failure. Device history record review revealed nothing relevant to this event. Dfu-0107 states the 1.5mm trim-it drill pin is recommended for hammer toe use only. The most likely cause of this type of event is improper bone preparation, seating the pin more than 20mm in the pin driver, using a jacob's chuck-style driver as stated in the directions for use (dfu) or using the device in another indication besides hammer toe as also specified in the dfu. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.